Event description:
Clinical information: crd_992 - valved grafts pas, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 23mm masters series mechanical heart valve was implanted. On (B)(6) 2022, anemia was noted; the patient's hemoglobin was 6.4. Therefore, the patient was transfused 1 unit of packed red blood cell (prbc). No active bleeding was noted. No patient consequences were reported.

Manufacturer narrative:
The investigation is not yet complete. A follow up report will be provided with all additional relevant information.

Event description:
Clinical information: crd_992 - valved grafts pas, patient site ID: (B)(4), r685413201, r685401201. It was reported that on (B)(6) 2022, a 23mm masters series mechanical heart valve was implanted. On (B)(6) 2022, anemia was noted; the patient's hemoglobin was 6.4. Therefore, the patient was transfused 1 unit of packed red blood cell (prbc). No active bleeding was noted. No patient consequences were reported. Subsequent to the previously filed report, additional information was received that the patient had been taking the blood thinners aspirin (81 mg) and warfarin. There was no allegation that the anemia was caused by a device defect or malfunction. The device remains implanted and is reported to be performing as intended. The cause of the anemia was unknown. On (B)(6) 2022, the patient's hemoglobin was 6.4 g/dl. On (B)(6) 2022, after one unit of prbc was transfused, the patient's hemoglobin was 8.2 g/dl. On 27 may 2022, the patient's international normalized ratio (inr) was 2.5, and on (B)(6) 2022, the patient's inr was 2.8. The most recent inr on (B)(6) 2022 was 1.7. The patient has since been discharged home.

Manufacturer narrative:
An event of anemia one week after the implant procedure was reported. The device was noted to be functioning as intended and the physician did not allege that the bleeding was related to a device defect. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.